Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
The physician reports that "during a parotidectomy the nim 3.0 functioned well. At one point the surgeon had doubts whether the structure was a nerve or a vessel. The surgeon again used the stimulator and the nim didn't respond. After cutting the structure, it seems that it was a nerve branch. They then did a facial nerve reconstruction."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.